Event description:
Pt had catheter inserted on 12/10/96 and was discharged home. Approx. 1:30 am on 12/12/96, the pt's daughter checked on her mother and found the catheter was broken and the pt was bleeding from the catheter separation. She called 911 and the pt was taken to the ER where she was declared dead on arrival.

Manufacturer narrative:
After several phone conversations with coroner, it was revealed that the cause of death was acute blood loss following the separation of both lumens of her hemodialysis catheter. The catheter was not returned to co, therefore, further examination and evaluation was impossible. A review of the device history record revealed that this device passed all in-coming inspection and testing criteria. At this time co would like to close co's investigation. Please find enclosed the final report from the orange county sheriff-coroner department.